Event description:
It was reported that during a thrombectomy procedure to revascularize the basilar artery (ba), the guidewire perforated the ba and hemorrhage occurred. The physician did not administer treatment because the patient didn't develop symptoms. The physician terminated the procedure and decided to perform percutaneous transluminal angioplasty (pta) at a later date. The patient was reported to have recovered.

Manufacturer narrative:
The subject device was disposed of.

Event description:
It was reported that during a thrombectomy procedure to revascularize the basilar artery (ba), the guidewire perforated the ba and hemorrhage occurred. The physician did not administer treatment because the patient didn't develop symptoms. The physician terminated the procedure and decided to perform percutaneous transluminal angioplasty (pta) at a later date. The patient was reported to have recovered.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical analysis cannot be performed. From the information available, there is also no indication that the subject device malfunctioned. There is also no indication that the reported event is related to product specifications nonconformance or misuse. However, vessel perforation and hemorrhage are known risks associated with endovascular procedures and are listed as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.